Event description:
The end user reported that this tracheostomy strap was in place for approx one week. A piece of the foam padding "crumbled apart" and dropped into his trachea and the pt removed his own tracheostomy tube to retrieve the foam. He was unable to replace the trach at home and required a visit to the emergency room to have trach put back in. No adverse sequela reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and revaluated, the MFR will file a f/u report detailing the results of the eval.